Manufacturer narrative:
The battery date code involved in this event was one subject to an on-going recall being conducted by the device manufacturer (reference recall z-0971-2009). The user reported that they disposed of the failed battery so, the device manufacturer was not able to perform an evaluation. The device manufacturer is still evaluating the incident and will file a follow-up report upon completion of the investigation. (B) (4) (other evaluation performed) - multiple drop tests were performed across multiple lot of products.

Event description:
It was reported to the device manufacturer that user dropped the wireless module battery on the floor. When the battery made contact with the floor, the battery failed and momentarily produced a flame and emitted smoke. There were no injuries reported in this event. There was no patient involved in this event.